Event description:
It was reported that the lesion was a chronically totally occluded mid right coronary artery (rca). The cto lesion was opened and stented from the mid to distal rca using xience prime. Then a xience 2.25 x 18 was being advanced through the proximal part of the vessel on its way to the posterior descending (pd). The proximal rca was not calcified; however, the stent could not be advanced through this segment of the vessel. Reportedly, the stent did not feel right so, it was removed. Upon removal of the xience stent delivery system (sds) the stent implant came off of the sds balloon in the proximal rca, with 2mm sticking out into the aorta. A 1.5 x 12 balloon was advanced into the stent and inflated to 8 atm. Then the entire system was pulled back into the guiding catheter and everything was removed. The stent was noted to have come off the balloon in the sheath at the femoral artery. The dislodged stent ended up in the circumflex branch. An attempt was made to remove the dislodged stent by using a snare device; however, this attempt was unsuccessful. Surgery was scheduled to remove the stent; however, the surgery was postponed due to the pt having a cold. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been rec'd.